Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b dual replacement heads snapped inside mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on 03-oct-2016 that she bought a pack of 4 oral-b power oral care refills dual action, and the toothbrush heads had snapped inside her mouth. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
The 15-dec-2016 product investigation results: reporter returned two toothbrush heads on 24-oct-2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Oral-b dual replacement heads snapped inside mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that she bought a pack of 4 oral-b power oral care refills dual action, and the toothbrush heads had snapped inside her mouth. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.